Manufacturer narrative:
Qn#: (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the bite guard was still present on the device. The coils directly to the proximal side of the bite guard were damaged. The damage to the coils is consistent with biting of the tube. No other defects or anomalies were observed. The reported complaint of "wire inside the tube broken" was confirmed based upon the sample received. The sample was returned with a bite guard present on the device. The returned et tube was confirmed to have a damaged wire on the proximal side of the bite guard. A device history record review was performed on the product with no evidence to suggest a manufacturing related cause. The damage observed is consistent with a coil reinforced tube that has been pinched with a high force. Although a bite guard was present on the device, the tube appears to have been bitten which would suggest that the bite guard was not properly positioned. Therefore, based on the time of discovery and the damage observed, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges "doctor found the steel wire inside the tube breakage off the tube during insertion in anesthesiology department. Doctor changed for another one to complete the operation." There was no report of patient injury.

Manufacturer narrative:
(B)(4). The device has been received by the manufacturer, however, the investigation of said device is still in progress at the time of this report. A verification of alleged failure mode reported in the current manufacturing process was conducted. Samples were taken from the current production, and were visually inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. A follow up report will be submitted at the conclusion of the device investigation.

Event description:
Customer complaint alleges "doctor found the steel wire inside the tube breakage off the tube during insertion in anesthesiology department. Doctor changed for another one to complete the operation." There was no report of patient injury.